Manufacturer narrative:
This catheter was being used off label for aortic valvuloplasty. A hole in the balloon was confirmed, however, it was not a typical balloon that we normally see. The balloon had a hole in it with a flap over it. It looks like it caught on something and was torn during insertion. It was not a full longitudinal or circumferential burst. A sample catheter was pulled and tested for rated burst pressure. The labeled rbp for this device is 1.5 atm. The sample catheter did not burst until 3.5 atm.

Event description:
"The balloon was blocked in the aorta on (B)(6) 2013. During filling of the balloon catheter with contrast media, the fluid emitted. For that reason the balloon was defect".